Manufacturer narrative:
The company representative was able to replicate the reported the noise/vibration and non-phaco aspiration/vacuum issues. The fluidics was replaced to address the issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. The root cause of the reported events is attributed to nonconforming fluidics. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that an ophthalmic console exhibited reduced aspiration and vacuum during vitrectomy surgery. The console also exhibited whistling or hissing sound. The surgery was completed on the same day without any harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.